Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the suture was attempted in a 6-french moderately calcified left common femoral artery using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed to harvest the suture, no suture was attached to the needle. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss occurred. An 8-french hemostasis sheath was placed in the vessel. After conclusion of the aaa repair procedure, the access site was surgically sutured to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device, was filed under separate medwatch manufacturer report.the left common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.